Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 17-jul-2025 investigation summary bd received 100 samples for investigation. The returned samples were inspected for damage, and no visible defects were found. A functional test was conducted on 10 of these samples, and all tubes met the specification limits with the stopper function operating correctly. Additionally, 100 retained samples were inspected, and no visible defects were found. A functional test was performed on 10 retained samples, and all tubes were within specification limits with no issues observed with the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper cocked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes had crooked stoppers. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes had crooked stoppers. There was no health impact or consequences reported.